Manufacturer narrative:
The device was returned to olympus for inspection. During evaluation, the following were found: the loose coupler stopper, small cut on the cable, and failed leak test which were likely due to a component failure. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a loose coupler, small cut on the cable and failed the leak test. There was no patient involvement.